Manufacturer narrative:
The device is not available for evaluation.

Event description:
The customer reported that a plum set was leaking chemotherapy from the filter vent during infusion, there were 1~2 droplets leaking out. The tubing was replaced immediately. Instrument cleaning and disinfection were performed. There was patient involvement but no report of an adverse event or harm.